Event description:
The shaft of the cautery tip was laying up against the patient's left corner of the mouth. During cauterization inside the mouth the patient sustained a burn to the left corner of his mouth.